Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline fishmouth was identified post procedure. The patient experienced hyperplasia and headache. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right ica aneurysm with a saccular morphology. The aneurysm dimensions and landing zone was unknown. The patient¿s vessel tortuosity was normal. The patient underwent a flow diverter intervention in a right carotid recanalized aneurysm (previously treated with coils). The procedure was carried out normally with no complications. On (B)(6)2024 the patient had a headache and an image follow-up was performed and a fish mouth and distal intimal hyperplasia were found. The patient already had a pipeline shield implant in the posterior circulation and experienced the same symptoms, which resolved with a change in drug therapy. The doctors believe they can solve the problem in the same way for the new implant and attribute this complaint to a patient condition and it is not attributed to the device. Dapt (dual antiplatelet treatment) was administered (pru level unknown). Post procedure good positioning and wall apposition was noted. Ancillary devices: microcatheter headway 27 additional information was received that there were no issues noticed during post procedure recovery. It was noted that the symptoms experienced were associated with a physical patient condition as the same happened with previous procedure. There were no additional steps taken to open the pipeline.